Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported that the device has been hurting and the area around it appeared to be swollen. The device remains in use. No patient complications have been reported as a result of this event.